Manufacturer narrative:
Sortino, r., eschlboeck, s.m., kuemmerli, c. And bolli, m. (2025), barbed suture for pancreaticojejunal anastomosis: an ally against pancreatic fistula. Journal of surgical oncology, 132: 392-395. Https://doi.org/10.1002/jso.70048 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients undergoing pancreaticoduodenectomy between january 2019 and january 2021. It was noted that the pancreaticojejunal anastomosis was accomplished with a barbed suture or a competitor product. There were 16 patients included in the study and complications included post operative pancreatic fistula and chyle leak, treated with antibiotic therapy, prolonged fasting and parental nutrition.

Manufacturer narrative:
Additional information: g3 correction: b2 (removed intervention req), h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.